Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218700, model:sc-2218-70, serial:(B)(6), batch:5121289/5123679.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure. The patient was doing well postoperatively. All explanted device components were kept by the facility and will not be returned.